Manufacturer narrative:
The device is not available for evaluation. The investigation is pending completion. Upon completion a supplemental MDR will be submitted.

Event description:
Event occurred regarding a spinning spiros® closed male luer, purple cap where the reporter stated, ¿causing downstream occlusion when connected." There was patient involvement and delay in therapy. There was no harm as a result of this event.

Event description:
There was no patient involvement.

Manufacturer narrative:
Correction: b5.